Event description:
The customer reported that her bg rose significantly over the course of four hours after applying a new pod (to 474 mg/dl). In addition, she stated that the cannula was bent and that the pod had initiated an alarm. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.